Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the PICC clinic that leakage occurs at the extension tubing after about a week of clinical use. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of the proximal piece of a groshong nxt two-piece connector was returned for evaluation. An initial visual observation of the video showed, as the connector piece was infused with a clear liquid, a spraying leak apparently emanating from the extension leg tubing of the connector piece. No details of this apparent damage could be discerned from the returned video, and there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.